Event description:
It was reported that during an unknown procedure, the device cut, but did not staple. They overstitched by hand and the leak test was okay. The surgeon stated no connection to our device. No further information available. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4)./ information anticipated, but unavailable at this time.